Manufacturer narrative:
The serial number of the cobas 8000 e801 module was updated to serial number: (B)(6).

Manufacturer narrative:
The calibration and qc were within specifications. The customer adjusted the reference range for elecsys ft3 iii to 2.60 - 4.40 pg/ml. The normal reference range is 2.00 - 4.40 pg/ml. Only the lower limit has been adjusted by 30%. Product labeling states "expected value adults: 3.1-6.8 pmol/l (2.0-4.4 pg/ml)." The official reference range provided by abbott is 1.88 - 3.18 pg/ml. The investigation determined that the issue was caused by: the customer's use of a reference range with a higher lower reference range border than the official reference range stated in the method sheet; methodological differences between elecsys and abbott; and difficulties with the assessment of values near the reference range limit. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A general product problem can most likely be excluded.

Manufacturer narrative:
The endocrinologists prefer the results from the abbott architect system. The customer discontinued ft3 testing in the module.

Event description:
The initial reporter received questionable elecsys ft3 iii ver. 2 results for an unspecified number of patient samples tested on the cobas 8000 e801 module with serial number (B)(4). The reporter received complaints from treating clinicians/endocrinologists that the ft3 results were low and did not correlate with the other thyroid panel results of their patients. The reporter was able to provide one example of a discrepant result. The patient sample was rerun in an abbott architect system at their laboratory. On (B)(6) 2022, the initial result from the module was 1.97 pg/ml (reference range: 2.60-4.40 pg/ml). The first repeat result from the abbott architect system was 2.50 pg/ml (reference range: 1.88-3.18 pg/ml). On (B)(6) 2022, the second repeat result from the module was 1.95 pg/ml.